Event description:
Caller reported blood glucose results of 260 mg/dl, 160 mg/dl and 66 within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 180 mg/dl, 150 mg/dl and 100 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 260 mg/dl, 160 mg/dl and 66 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 180 mg/dl, 150 mg/dl and 100 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.